Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that a minimum fill notification occurred after filling multiple cartridges with 200 units of insulin. The customer¿s blood glucose level was 200 mg/dl. Reportedly, the customer skipped the air removal step in the load sequence. The customer loaded a new cartridge successfully and insulin delivery was resumed.

Manufacturer narrative:
The t:slim x2 g5 pump user guide instructs the user to remove any residual air from the cartridge.

Event description:
It was reported that multiple, minimum fill notifications occurred after filling multiple cartridges with 200 units of insulin.